Event description:
It was reported that the programmer exhibited a broken fan, which discharged smoke. The device was returned for evaluation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).